Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to a fracture. The physician elected to removed the device system and replace it with an subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported.